Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) presented to the emergency room (ER) with loss of brain function. Device data showed approximately 26 seconds of ventricular fibrillation (vf); however, undersensing was noted, so the total duration of the vf episode is unknown. A pause greater than two seconds was also observed, and the patient was hospitalized. No additional adverse patient effects were reported. This crt-d remains in service.